Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The low reservoir alarm functioned properly and all operating currents were within specifications. The low battery alarm and off no power alarm functioned properly. The insulin pump had a broken belt clip slot.

Event description:
Customer reported via phone call air bubbles anomaly, high blood glucose and cosmetic damage. Customer's blood glucose level was 453 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised on how to get rid of the air bubbles and was able to do so successfully. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.